Event description:
It was reported that the hydrosil were very dry and there was no lubricant in 5 from each box opened.

Manufacturer narrative:
The reported event was confirmed by CAPA association. No sample was returned for evaluation. The root cause of the failure are: there was no definitive root cause determined for the increase in lubricity complaints. It was determined however, that there were several confounding causes that could contribute to lubricity complaints. The fishbone diagram attached identifies those contributing factors to lubricity and increased complaints and rules out categories from being a root cause of the failure mode. The device history record and labeling review was not required as the investigation was confirmed by the CAPA association. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the hydrosil were very dry and there was no lubricant in 5 from each box opened.